Event description:
Plaintiff alleges being diagnosed as suffering from type-1 latex allergy after being continually sensitized by being exposed to latex gloves. She alleges she has suffered physical injuries, including but not limited to urticaria, hives, allergic rhinites, itchy and water eyes, and dyspnea, and other physical injuries, as well as great despair, and loss of enjoyment of life, and all of which are of a permanent and continuing and life threatening nature and other dangers. Plaintiffs spouse and children allege being deprived of the consortium, care support and services.